Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer experienced low blood glucose level. Customer¿s blood glucose level was 2.3 mmol/l at the time of incident. Customer stated that they were unable to pair the transmitter even after putting it to the charger for 30 minutes. Customer tried to do self test and it was completed. Customer tried to pair the transmitter manually, however they received no device found. Customer stated that there was no damage to the connection bridge or pins. The insulin pump was not returned for analysis.